Event description:
Oesopagectomy procedure. Pcs21 dlu was in firing range and was fired. "Firing complete" was rec'd, however, staples were not formed in the remainder of the stomach and oesophagus. Site had to be re-resected and a new pcs21 dlu was used to complete the case without further incident.

Manufacturer narrative:
Results and conclusions: the difficulty in closing seems to have been caused by excessive friction between the threaded rod and the spur gear through which it runs. At the time of the investigation, there appeared to be a lot of dried tissue within the staple cartridge. This increased the friction of the staples in the cartridge and may have contributed to the incomplete firing. It is unclear as to whether or not the damage to the idler gear was a result of the increased resistance from staples already present in the pt as the user of the device re-stapled the same area.